Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013; inratio inr: test #1 = 3.3, test #2 = 1.1, test #3 = 2.7. Reportedly, the patient had difficulty and had to milk the finger with tests #1 and #2, the same puncture site was used for tests #1 and #2, the meter was not in the correct mode when finger stick was performed and the finger was touched to the sample well. The time between testing was within minutes. Therapeutic range is 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.